Manufacturer narrative:
Unit unable to prime during the prime and compromised force system sensor test due to faulty force system sensor. No motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was unknown at the time of incident. Customer indicated that the drive support cap may be damaged but they were not sure if it was. Customer indicated that the pump was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.